Event description:
A doctor reported that during the "infusion-air" exchange function in a procedure, there was no air supply. The cassette was exchanged and the surgery was able to be completed during the same session. There was no harm to the patient.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).